Event description:
It was reported that when using the bd pyxis¿ medbank tower, user mentioned that drawer unable to open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that drawer was not opening when trying to issue medication. A technical support specialist (tss) remotely closed the application and asked the customer to try opening the drawer, drawer opened successfully, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.